Event description:
It was reported that during a therapeutic peripheral procedure in a slightly calcified sfa, the manufacturer's catheter became stuck on the non manufacturer's guidewire. During removal the manufacturer's catheter was run for a moment inside the sheath but unable to release; therefore, it was removed as a system. The procedure was completed with a new sheath and a new manufacturer's catheter. During the return product evaluation, foreign plastic material from the non manufacturer's sheath was observed on the cutter head. No patient injury reported. This product problem is being submitted as concomitant usage due to the foreign plastic material observed on the manufacturer's catheter. There is potential for harm with recurrence.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. This resulted in user error. During use in patient, the user ran the catheter inside the sheath, resulting in the foreign plastic material wedged in between the cutter head. IFU states, the phoenix system must be off while advancing forward through the introducer sheath.